Event description:
Product is known to cause the reported symptoms if endoscopes are not properly rinsed. Reported as serious injury as there was a reported need of hospitalization adn antibiotics. Caller wished to remain anonymous. Product code and lot number not known. Caller states that she knows someone who experienced bloody diarrhea, cramping, fever, and septic symptoms which started 2 hours after a colonoscopy and lasted for 1 week occurring 3-4 years ago. All tests were negative, no perforations, infections, etc. They gave her antibiotic treatments during her hospitalization. The caller requested info regarding what symptoms might occur if the scope had not had the solution rinsed off properly prior to use on a pt.